Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a device reset, the user experienced hypoglycemia with a lowest blood glucose of 44 mg/dl and subsequent readings increasing after oral carbohydrates, and low alerts were received. Symptoms included confusion, disorientation, and lightheadedness. Outcomes included self-treatment with orange juice and glucose tablets and no need for assisted care, with professional medical intervention reported. Investigation included troubleshooting and education with the user. Investigation of this case revealed an unclear cause for the hypoglycemic event, with no device malfunction identified and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.